Event description:
While using a byte day aligners, patient reported they had emergency work done on their molars. It was suggested by representative that told them it was okay to cut the aligners and file them for the back molar area. Ever since the patient did this, they had bad jaw pain on the side that was cut never fit correctly. Requested letter from patient's dentist to continue aligner treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.